Event description:
It was reported that the patient developed pocket hematoma and the wound was not healing, it had opened a little. The patient was administered antibiotics. The patient then developed an infection. The whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).